Manufacturer narrative:
Test strip lot number 1020213252, expiration date: 09/2015. Control solution lot: none. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that the consumer "had to call 911 due to his high meter readings." Consumer reported that based on higher than expected results he received throughout the day, he administered an unknown amount of insulin and subsequently experienced a hypoglycemic event requiring medical intervention. Paramedics performed a glucose test using their unknown equipment getting a result of 16 mg/dl. The consumer was treated at home with IV fluids and a cardiogram. Consumer declined transportation to the hospital. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.